Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 466mg/dl because pump ran out of insulin at work. Customer was advised that he cannot calibrate with blood glucose of 400mg/dl and above. Insulin pump will not be return for analysis.